Manufacturer narrative:
The customer¿s report of set leaking was confirmed. During visual inspection of the set it was noted that the silicone segment had a tear near the lower fitment. The tear was measured to be 0.066 inches long. Visual examination under magnification noted no crush marks to the upper blue fitment. No other anomalies were noted. Functional and pressure testing confirmed leaking coming out from the silicone tubing near the lower fitment. The root cause of the leaking was a tear in the silicone segment; the origin of the tear is undetermined.

Manufacturer narrative:
(B)(4), lot: 16105365 is 07613203012638. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the tubing was leaking an unspecified infusion. The event occurred in the operation room.